Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 440 mg/dl while wearing the pod between 1 and 4 hours and then had gone down to below 200 mg/dl. The patient reports they were exhausted and had been vomiting. The patient reports their blood glucose level had dropped to 60 mg/dl. The patient had been staying at a hotel in canada. The hotel manager had contracted a doctor to evaluate the patient in their hotel room. The doctor called emergency services and another doctor came to the patients room. The patients pod was removed and the patient was treated with sugar water. The patient did not go to the hospital. The patients pod will not be returned as it has been disposed. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u) 9:54pm 146 1.65 8:26pm 158 1.35 7:23pm 225 1.55 7:13pm 197 0.45 4:33pm 326 0.95 2:55 pm pod changed.